Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) leaked at the heat exchanger as the second unit of blood was infusing. No patient or staff injury was alleged.

Manufacturer narrative:
Patient information not available. Lot number and expiration date are not available. Manufacturer date is unknown. Product has been discarded; therefore, not returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.